Manufacturer narrative:
H3. Analysis of the pump was completed and found that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of two tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving compounded baclofen at a concentration of 1800mcg/ml and a dosage of 340.7mcg/day, morphine at a concentration of 15.8mg/ml and a dosage of 2.991mcg/day, and bupivacaine at a concentration of 12.5mg/ml and a dosage of 2.366mcg/day via an implantable infusion pump. It was reported that there were 3 straight refills that had reservoir volume discrepancies. On (B)(6) 2025 4.1ml were expected and the actual volume was 2.1ml, on (B)(6) 2025 4.4ml were expected and the actual volume was less than 1ml and the patient went to the emergency room (ER) with withdrawal symptoms, and on (B)(6) 2025 5.5ml were expected and the actual volume was less than 1ml. On (B)(6) 2025 the device was explanted and replaced, with the expected volume of 16.8ml but an actual volume of 14ml in the reservoir. It was suspected that there was over-infusion. The issue was resolved at the time of the report.